Manufacturer narrative:
.The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction due to the use of products that contain silicone can cause deposits of white foreign material, there was risk that foreign material was remained in the channel even if the reprocessing. The presumed cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited white foreign material in the air/ water cylinder and tube. There was no patient involvement.